Event description:
As reported, the physician stated that the enterprise stent would not deploy out of the prowler select plus.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The enterprise stent ((B)(4)) would not deploy out of the prowler select plus ((B)(4)). It was indicated that there was no serious injury as a result of the event and no additional medical intervention or medication was required to prevent impairment or injury. No further information was obtainable with follow-up investigation. A non-sterile enterprise vrd and delivery wire system including the delivery wire, introducer and stent were received coiled inside of a plastic bag. There were no observed damages on the components. The stent was received deployed. A non-sterile prowler select plus 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected and no damages were noted on it. The ID of the microcatheter was measured and was found within specification. Functional analysis with the delivery wire without the stent, since it was deployed, was performed using the involved prowler select plus microcatheter. There was no resistance felt during advancement and the delivery wire was able to be advanced all the way through the prowler select plus. The delivery wire, introducer and stent were all observed under the vision system and no damages were found. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018" guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly through to the microcatheter's distal end. After that the microcatheter was flushed again using a lab sample syringe (nipro) and after that an enterprise lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip without difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00414 and 1058196-2012-00415. Evaluation summary attached.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.